Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed hives underneath the back therapy electrodes. No reports of open or broken skin. Patient has an autoimmune disease that affects her skin. The patient's doctor recommended benadryl. During a follow-up, it was reported that the patient's irritation improved.